Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. Customer did not want troubleshoot for high blood glucose.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. No motor error alarm or excessive no delivery alarms were noted. Unable to prime during the prime test due to a faulty force sensor resistor. Unable to complete the functional testing due to the prime anomaly. No motor error alarms or excessive no delivery alarms were noted. All buttons functioned properly. No damage on the keypad traces were noted during visual inspection. No button error alarm was noted. The motor was tested outside of the device and it passed. The pump was received with a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.